Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer was hospitalized twice with ketoacidosis and hyperglycemia. Nothing reported to indicate device malfunction. No indication system performing outside specifications. A request was made for the return of the device.